Event description:
End user stated that the springs are coming through the 5185 innerspring mattress on her vc5310 bed. User states she is getting pressure points on her hips, she has never had that before. She alleges she is laying on springs. No medical intervention alleged.